Event description:
It was observed during the device inspection, the colonovideoscope had foreign materials on the distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the device was evaluated where an additional reportable malfunction was noted where foreign material was observed in the distal end cover. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.